Manufacturer narrative:
The microtip unit was disposed of and will not be returned for eval. It is not possible to verify any other causes of the microtip issue without evaluating the alleged complaint unit. Insufficient info for a complete investigation. The DHR for microtip lot 17013-02 was reviewed and showed that the units met mfg specs when released and there were no issues related to the complaint. (B)(4). No significant trend was observed. Per a telephone conversation with the saline rep, most of the failures he witnessed when at the facility were due to user error. The rep stated that the failures occurred from inserting the handpiece pins into the console incorrectly. The rep has stated that this facility has been retained multiple times, but still continues to perform the setup procedure incorrectly. It is in the dr's nature to perform the setup procedure a certain way regardless of training.

Event description:
Stopped working during procedure.